Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm. Customer was unable to clear the alarm. Customer removed the battery and put the battery back in. Customer then received the alarm. Customer stated that it is very humid and hot where he is located. Customer had been on the insulin pump for 14 years. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.